Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed. Found that the insulin pump had given an error alarm that erased all of the settings, as well as other alarms. The insulin pump passed the lead screw, high pressure and self tests. Nothing further was reported.